Event description:
It was reported that during a sfa stenting for stenosis, the device only partially deployed and the doctor had to pull the delivery system and stent out together. Prior to trying to deploy the device, since the first attempt failed to deploy completely, the doctor pre-dilated with a 5 mm balloon first. The device only partially deployed again, and the device and the delivery system had to be removed together. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The examination of the returned device confirmed the fracture of the outer sheath. For this reason, it was not possible to perform a function test. The tear-off and the elongation of the outer sheath over the entire length indicates the occurrence of high deployment forces during the attempt to release the stent graft. However, as no images and no additional info was available, no further investigation could be performed and the root cause of the complaint could be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.